Event description:
A meter to lab comparison test was done with the reporter's meter (capillary) reading 191 mg/dl and the lab (venous) result 254 mg/dl. Tests were done side by side, in a fasting state. There were no symptoms. A control solution test of 126 was within range. On follow-up, the reporter and lifescan rep reviewed qc procedures.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8